Manufacturer narrative:
E1: (B)(6). One device received for investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual inspection performed and found damage to the battery compartment. Customer reported event was duplicated. Functional test performed and found the downstream occlusion sensor was defective. The battery compartment and downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's batteries have leaked into the battery compartment source. The incident was noticed at the time of the preventive maintenance of the pumps. No patient injury. Device evaluation found the downstream occlusion sensor to be defective.